Manufacturer narrative:
Device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the 5 cannulas are kinked due which hyperglycemia occurs. Infusion set was placed in abdomen. High blood glucose level was 400 mg/dl and it was corrected by the bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.